Manufacturer narrative:
Date rec'd by MFR: 11/23/2015. Attempts were made to obtain further information regarding the device repair and patient information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device vent inop; data acquisition pcba adc reference failed. No patient harm reported.